Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated of being advised to visit the nearest emergency room due to a low battery reading on device. Technical services (ts) checked and found out that there were no previous call logs available, and this device was not enrolled in latitude system. There was no additional information provided, and ts suggested to interrogate the device or identify the source of the call to the patient for further clarification. This crt-d remains in service. No adverse patient effects were reported.